Event description:
The complainant alleged that during a routine shift check by a clinician, the device displayed "battery overcharged" and "high batt current" messages. The complainant indicated when they touched the battery and it was too hot to touch. The device was plugged into an ac source with a battery installed. The heat from the battery caused the upper housing to wrap, making to difficult to remove the battery. The battery was finally removed by prying it out with a screw driver. The complainant indicated that there was no pt involvement in the reported malfunction.